Event description:
Infusion pump with an 810:04 failure code. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Biomed stated they have no record of any pt incident involving the pt pump since the last baxter service event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved. No additional contact info was provided.